Event description:
Pt experienced vaginal bleeding, dyspareunia, vagina pain, bladder pain. She had previously undergone gynemesh anterior repair in 2004. Mesh erosion was noted and pt desired surgical removal.